Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 422 mg/dl. Customer stated they were not able to remove the battery cap. The insulin pump will not be returned for analysis.